Manufacturer narrative:
A cartridge lot number was not provided. Without a lot number, a review of the device history record (DHR) is unable to be performed. All product is released having met all manufacturing specifications and quality requirements. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. Biocompatability has been established.

Event description:
A report was received on (B)(6) 2020 from a healthcare professional regarding an (B)(6) year old male with multiple comorbidities and end stage renal disease, stating the patient experienced hypotension and desaturation at an unspecified time during a hemodialysis session on (B)(6) 2020. No medical intervention was reported. The patient recovered without sequelae and changed to a dialyzer from a different manufacturer, continuing to perform hemodialysis treatments using the nxstage system one.